Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed blood and contrast were visible throughout the distal lumen. Damage to the tip was also noted. Microscopic inspection of the balloon wall revealed a pinhole 10mm from distal tip. Inspection of the balloon material and ro markers presented no irregularities that could have contributed to the balloon rupture. Examination of the remainder of the device did not reveal evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. A non-bsc guide wire and a non-bsc 7fr guide catheter were advanced. Next, the physician advanced the 12mm x 2.25mm quantum apex balloon to predilate the lesion and inflated the balloon once to 6 atms. The balloon was then inflated once to 12 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. A non-bsc guide wire and a non-bsc 7fr guide catheter were advanced. Next, the physician advanced the 12mm x 2.25mm quantum apex balloon to predilate the lesion and inflated the balloon once to 6 atms. The balloon was then inflated once to 12 atms and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.